Manufacturer narrative:
The shelf carton was returned with one end of the insertion kit pouch opened. The iab catheter tray was not returned for evaluation. The technician reviewed the insertion kit and the product tray was found to have a hair. The evaluation confirms the reported event. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4); record ID (B)(4).

Event description:
It was reported that upon inspecting the intra-aortic balloon (iab) there was a hair found in the insertion kit. The kit was sent to the facility's cardiology materials manager for further inspection. There were no reported injuries to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that upon inspecting the intra-aortic balloon (iab) there was a hair found in the insertion kit. The kit was sent to the facility's cardiology materials manager for further inspection. There were no reported injuries to the patient.